Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the audio bolus button cover was found to be torn with a hole at the center of button. The audio bolus button functioned appropriately. Unrelated to the complaint, a crack at the top of battery compartment was observed and the battery cap threads were stripped. Also, unrelated o the complaint, evaluation revealed that the display screen had dim, discolored and fading lettering.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was reported that the audio bolus button required hard presses to elicit a response and the button was torn. Reportedly, the response issue had occurred prior to damage to the audio bolus button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.